Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with pre-op diagnoses as: low back pain. Right leg radiculitis. Degenerative disc disease l5-s1, recurrent disk herniation. Lumbar intensity. Obesity. Environmental allergies. For which, patient underwent following procedures: l5-s1 "alif". Anterior decompression diskectomy, disk-osteophyte, foraminotomies. Intervertebral stabilization 45 x15 x 12 degree, three 30mm screws. Bmp arthrodesis (large), graft, vascular, "np", fluoroscopic interpretation. Per op notes, the 45 x 15 x 12 degree trial was selected. The wound was copiously irrigated with antibiotic irrigation. Bmp sponges were inserted into the cage. The cage was then tapped into position in the l5-s1 disc space and position sequentially verified by ap and lateral fluoroscopy. Two narrow bmp sponges were placed anterior-lateral to the cage, right more than left. Ap and lateral fluoroscopy was used to verify good positioning of the total device/construct. Patient tolerated the procedure well without any intraoperative complications. The patient reported post-operative leg pain and neuropathy due to rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.